Manufacturer narrative:
Original implant date: was around 12 months ago. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows it was reported that on (B)(6) 2018, patient underwent a revision surgery due to a broken trochanteric fixation nail advance (tfna) nail (proximal part) and failure of the fracture to heal completely. The patient was implanted with a long (tfna) nail around 12 months ago for management of a sub-trochanteric femoral fracture that was initially reduced with a stryker dall myles cerclage cable prior to insertion of the nail. This patient returned to the hospital due to inability to weight bear and an x-ray revealed a breakage of the proximal part of the nail and failure of the fracture to heal completely. The nail was removed without issue and the patient underwent insertion of a long stem, distal fit total hip replacement (thr). Patient outcome is unknown. Concomitant device reported: tfna helical blade perforated l90mm (part #: 04.038.390s, lot #: unknown, quantity: 1), unknown screws (part #: unknown, lot #: unknown, quantity: unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Device history lot manufacturing location: monument manufacturing date: 28-jan-2016 expiration date: 31-jan-2026 part #: 04.037.228s, 12mm/125 deg ti cann tfna 380mm/right- sterile lot number: 9980340 (sterile) this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate manufacturing location: monument. Investigation summary: complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. 04.037.912.2, lock prong, 125 degree: lot number: 9761926, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. 04.037.912.4, lot number: 9850929, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from (B)(4) dated 18-sep-2015 were reviewed and determined to be conforming. 04.037.912.3, tfna lock drive, lot number: 9956848, lot quantity: (B)(4), work order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Lot number: 994479, lot quantity: (B)(4). Test report received from (B)(4) dated 22-sep-2015 was reviewed and determined to be conforming certificate of analysis received from (B)(4) dated 29-may-2015 was reviewed and determined to be conforming. Lot summary report dated 06-nov-2015 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis.